Event description:
It was reported that telemetry could not be obtained with implantable devices. Changing the programmer rf (radio-frequency) head several times did not resolve the issue. It was suspected the rf head connector on the programmer was the cause of the issue. The programmer and rf head were returned for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the handle was broken on the lower case, three hinge plate screws were missing, the power cord door was damaged, the keyboard latch and case hinges were broken and the electrocardiogram (ECG) connector was loose. (B)(4): analysis found that the cable was out of electrical specification, this confirmed the reported event.